Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery treatment procedure the stent dislodged. The lesion being treated is unknown. The stent partially dislodged. The procedure was completed with another of the same device. No complications were reported, and patient status is okay. Additional information has been requested and is not available.

Event description:
It was reported that during a coronary artery treatment procedure the stent dislodged. The lesion being treated is unknown. The stent partially dislodged. The procedure was completed with another of the same device. No complications were reported, and patient status is okay. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent had not dislodged. However, it did identify distal stent damage. A number of rows had struts misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. A visual and microscopic examination also identified that the lumen was kinked 62-80mm proximal to the tip. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).